Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range (oor) shocking lead impedance (sli) which was detected via the patient remote monitoring system. Additional information indicated that the reading based on trending data was not significant and all other measurements have been normal. No follow-up was needed at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this rv lead is no exhibiting high out of range shock impedance measurements. A commanded test all shock lead configurations confirmed the high out of range impedance measurements. Boston scientific technical services (ts) suggested an x-ray as all other diagnostics were normal. Ts also discussed commanded shocks as the best test of the lead system. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).